Manufacturer narrative:
The lot number was provided and a lot history review will be performed. The device was returned for evaluation, along with a photo. The investigation is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model 1708060 implantable port allegedly experienced difficult to insert and fracture. The information was received from one source. The malfunction involved a (B)(6) year old male patient with no reported consequences.

Manufacturer narrative:
H10: the lot number was provided and a lot history review was performed. The device was returned for evaluation, along with a photo. The investigation is unconfirmed for difficult to insert and fracture. The definitive root cause could not be established. The device is labeled for single use. H10: g4. H11: b5, g1, h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model 1708060 implantable port allegedly experienced difficult to insert and fracture. The information was received from one source. One patient was involved with no reported patient injury. The patient is 61 year old male and his weight was not provided.